Event description:
During a stress test, the patient coded due to 3rd degree heart block. The patient was rushed to the emergency room where he was found to be in ventricular fibrillation. The patient did not respond to external defibrillation and was pronounced dead. The patient did not have a history of heart block. No pacing spikes were seen on the ECG during the heart block episode. Previously the patient's sinus rate was 77 bpm and the ventricle was paced 1% of the time.